Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Based on the information provided and instrument evaluation, the fse replaced the acid/base pump and verified system is operational. No conclusion can be drawn. The instrument is performing within specification. No further evaluation of the device is required.

Event description:
A false low positive advia centaur cp total hcg result was obtained for a patient sample. The result was reported. The same patient sample was tested on different day and the result was much higher. A redraw sample was tested and the results were as expected. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant total hcg result.